Event description:
The customer reported that on (B)(6) while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station display went to a blue screen. The customer rebooted the system and continued monitoring patients. On may 1st, the central display went to a blue screen again. The customer rebooted the system and continued monitoring patients. No patient injury was reported.

Manufacturer narrative:
The company service representative collected the system error logs and returned them to the factory for analysis. Based on a review of the logs, it was determined that both of these failures were due to malfunction of the hard disk controller. The central has been replaced.